Event description:
The child reported intermittent sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explanation/reimplantation surgery will be done. No dates have been reported. The healthcare professional has been informed that the explanted device should be returned to co.